Event description:
The co was informed that the pt was hospitalized in 2008, due to material exposure of the implant. The pt underwent surgery to reposition the implant. The pt was prescribed antibiotics (vancomycin) for 7 days. The pt was hospitalized on two months later, for implant exposure again. The surgeon decided to explant the pt's device. The pt continued to be monitored by the centre.